Event description:
The customer reported that when surgery was complete, the surgeon noticed a piece of metal of unk origin in the abdomen of the pt. There was no tissue damage, no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.